Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for the device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced due to the patient's previous vf episode. The patient did not experience any adverse consequences.